Event description:
Customer reported that a pyxis anesthesia system 4000 went to a dark, blank screen and froze, which resulted in a fifteen minute delay to access medication. Customer reported that this occurred while patient was present. There was no reported patient harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia system 4000 went to a dark, blank screen and froze, which resulted in a fifteen minute delay to access medication. Customer reported that this occurred while patient was present. There was no reported patient harm. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and found that the database was full. Database was reorganized. The device was tested and functioned normally. No further issues were identified.